Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it measuring higher peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm.

Event description:
An authorized third-party service provider (asp) contacted ventec to report that the ventilator measured higher peep (positive end expiratory pressure) than set, which could result in the high peep alarm, and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.